Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event. The company service representative temp-tuned the oscillator which was found to be nonconforming and adjusted the figure of merit (fom), vacuum pressure, galvo gains, and flap offsets. The system was then tested per service test procedure (stp) and found to meet product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. At this time it remains inconclusive what action may address the root cause. The root cause of the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a side cut tag when trying to lift the flap on a patient's right eye. According to company representative, once suction was applied, the patient moved her eye a bit almost causing suction to break but it did not. As the side cut fired, an air bubble was released from the bed in the superior nasal position causing an air bubble to populate peripherally while the side cut was still firing. After both eyes were completed, the patient was moved to the excimer laser for treatment. The doctor was able to enter the side cut superior temporally and dissect across to the superior nasal portion of the side cut and exit with the tip of a lifter. The surgeon then dissected the rest of the bed and nasal side cut and was able to pop through a small tag around three o¿clock. Once the doctor reached the inferior portion of the side cut, he ran into some resistance but was able to pop through again with the lifter. The flap was reflected, treatment applied and flap was returned with no issues. In surgeon's opinion, the device caused or contributed to the reported event. There are multiple related reports for this facility. This report addresses patient rd's right eye and other manufacturer reports will be filed.